Event description:
On 2025-01-06: integrum has been informed that axor ii unit i9135 has fallen off from the abutment. No health consequences or patient injury reported. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. On 2025-01-13: technical investigation of unit i9135 performed, during investigation the reported issue could not be replicated. Clamps on the device showed signs of improper donning and were not installed in the correct order. The clamping nut and spring were found to be worn and out of specification. The device has not been sent to integrum for annual service. During the service the device was thoroughly cleaned, the damaged clamps were replaced and inserted in the correct order. The clamping nut and spring were replaced. Finally, it was functionally tested with approved results.